Manufacturer narrative:
Findings: a64 alarm noted during self- test due to faulty y1/rf board. Unit received with broken reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads. Unit received with broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a64. Customer's blood glucose was 138 mg/dl. The customer stated the alarm did not occur during the rewind/prime sequence. The customer was advised to clear the alarm using esc/act. The customer was advised to disconnect and remove reservoir from the device. The customer was advised to perform rewind process again. The customer was advised that the device would be replaced and agreed to return the product for analysis.